Event description:
The complainant reported that the pt was treated with balloon angioplasty then with brachytherapy. Following the brachytherapy procedure, the cardiologist noted a dissection from the proximal portion of the artery to the distal and referred the pt to bypass surgery. The pt status is stable.